Manufacturer narrative:
(B)(4). There was no reported product deficiency. Ischemia, thrombosis and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the inital medwatch report, additional information received indicates that the restenosis was a thrombotic occlusion that occurred in a non-abbott stent, however, the xience v stent was implanted to overlap the non-abbott stent.

Event description:
It was reported via a trial that approximately seven months post xience v stent implantation in the proximal right coronary artery, the patient underwent percutaneous coronary revascularization on (B)(6) 2010 for 100% in-stent restenosis. The patient's condition resolved. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Ischemia and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.